Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapsed and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion and dyspareunia. It was also reported that the patient underwent excision of mesh on (B)(6) 2007 and on (B)(6) 2010, the patient underwent removal of mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with a total abdominal hysterectomy due to stress urinary incontinence. Following insertion, the patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries and neurologic compromises to tissues and structures. The patient underwent mesh removal on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2007 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.